Event description:
In 2007, the lay user/pt contacted lifescan alleging that her one touch ultra2 meter was not powering on. The pt claimed that there has been no trauma to the meter and that the battery has been replaced per the owner's manual. The customer care advocate (cca) walked the pt through troubleshooting and the power issue persisted. On the same day at 11:30am , the pt went to her doctor because the pt reportedly had symptoms of dizziness and headaches. The pt obtained a "210 mg/dl" on the doctor's meter and was treated with oral medications (unspecified type/dosage). The cca also noted that the pt obtained "210 mg/dl" meter readings that were obtained during and after experiencing her symptoms of dizziness and headaches, but the device used was not specified. It would be helpful to know the pt's diabetes care regimen (testing frequency and diabetes medication regimen, if applicable. It would also be helpful how long she was unable to test on her meter due to the alleged power issue, if she made any adjustments to her diabetes care regimen, and when her reported symptoms started. Based on the provided info, this complaint is being reported due to the following conclusion: the alleged power issue was not resolved with troubleshooting. In addition, the pt allegedly had symptoms (dizziness and headaches) at the time of concern and was treated with oral medications at the doctor's office. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.